Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The single-port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have broken drive rod. The grip knob was manually rotated, and the drive rod was observed to not extend the mcs distal drive rod pass the tube adapter, making it difficult to install the in-house mcs tip accessory. As a result, the instrument could not be placed on the in-house system for functional and intuitive motion testing. Drive rod inspection was conducted to evaluate the condition of the internal component. The instrument housing cover was removed to allow access to the drive rod assembly. The drive rod was then carefully removed from the instrument and subjected to visual examination. Instruments that have grips that can open but not close typically have broken drive rods. The inspection confirmed that the drive rod was broken approximately 100 mm from the distal tip. The observed broken drive rod resulted in loss of effective normal articulation of the grip input. Wrist, distal, and joggle cables were visually inspected and found with no damage. The probable root cause of a broken distal drive rod is attributed to component susceptibility to damage. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with hard surfaces during handling or usage. Additionally, improper cleaning during reprocessing, such as prolonged exposure of the accessory to harsh cleaning agents, can lead to instrument damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.